Event description:
Additional information was received from the reporter: the intended procedure was completed with a similar device. There was no delay in the procedure, and no other devices were replaced due to a malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. (See b5, d8, e2, e3.)

Event description:
It was reported to olympus, the device had no image during preparation for use. No patient involvement reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue. It was determined there was no image due to a faulty charge-coupled device unit. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, the phenomenon was caused by the internal failure of the camera head. It was presumed that the phenomenon occurred when the ccd unit was damaged by impact such as the user dropping the device, and the image was no longer displayed. This phenomenon may have been prevented. As stated on the IFU (instruction for use) the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.